Manufacturer narrative:
Philips has investigated this complaint. The cardiac diagnostic procedure was aborted. Analysis of the log files indicated that there was tube current out of range. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found that the tube current was out of range and replaced defective x-ray tube to replace the issue. After replacing x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform cine runs. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.